Event description:
It was reported that an external fluid leak was observed in the "syringe area" of a prismaflex st150 set approximately thirty minutes after the start of continuous renal replacement therapy in the intensive care unit. The issue was noticed when the medication was changed from heparin to nafamostat. The syringe was replaced five (5) times, but leakage was still observed. There was no report of patient injury or medical intervention associated with this event. No additional information was provided.

Manufacturer narrative:
Prismaflex st150 set ckt has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.